Event description:
It was reported that the device did not fully interrogate and measured data revealed an error message that the data was not read. A single current drain measurement of 108 ua was noted. Previous measured data from july 14, 2006, was 2.75 v, 18 ua, 2.5 kohms. The battery voltage had reported as 2.75 v and 2.5 kohms since about august 2005.